Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 8 atmospheres. The device was removed without any resistance. The procedure was completed with another of the same device. No patient complications were reported.